Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient anatomy the left ventricular (lv) lead dislodged. There was high threshold on the lead, however, it was still capturing. The lead was reprogrammed, programmed off, and subsequently explanted and replaced. No patient complications have been reported as a result of this event.